Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield stopper in the green part of the connection between the bag and the tube was damaged, and some parts had broken off, making it unusable. The bag should be replaced once a day but used for 17 days.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the one-photo sample noted that the green part of the connection between the bag and the tube was damaged, and some of the parts had broken off. This does not meet specification per ip7603492, revision 0 which states "no missing components and damaged are allowed. All parts shall be present and located according to drawing". The labeling is found to be adequate to fulfill s03fa211 revision 27. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: h, this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield stopper in the green part of the connection between the bag and the tube was damaged, and some parts had broken off, making it unusable. The bag should be replaced once a day but used for 17 days.